Event description:
It was reported that the balloon in the foley catheter was difficult to inflate during pretest. Per follow up information received via ibc on 14feb2022, stated that it was unknown whether there were any holes or tears in the foley catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon in the foley catheter was difficult to inflate during pretest. Per follow up information received via ibc on 14feb2022, stated that it was unknown whether there were any holes or tears in the foley catheter balloon.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The reported failure is within specification as the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation was concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.